Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was being positioned in the patient when a decrease in the patient's blood pressure was noted. A transesophageal echocardiogram (tee) imaging sweep of the patient's heart was performed. The tee imaging showed that the patient had a pericardial effusion. The closure device was released and successfully implanted in the laa of the patient. The physician then performed a pericardiocentesis to treat the effusion. The bleeding continued so the patient underwent a sternotomy to treat the effusion. The patient was transferred to inpatient unit in stable condition. There were no other complications that were reported to have occurred. The patient is expected to make a full recovery.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was being positioned in the patient when a decrease in the patient's blood pressure was noted. A transesophageal echocardiogram (tee) imaging sweep of the patient's heart was performed. The tee imaging showed that the patient had a pericardial effusion. The closure device was released and successfully implanted in the laa of the patient. The physician then performed a pericardiocentesis to treat the effusion. The bleeding continued so the patient underwent a sternotomy to treat the effusion. The patient was transferred to inpatient unit in stable condition. There were no other complications that were reported to have occurred. The patient is expected to make a full recovery.